Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0002648920-2019-00375.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0002648920-2019-00375.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet g7 shell cat#010000662 lot#6395394, biomet ringloc cat#31-323240 lot#949630, biomet stem cat#192808 lot# 668350, biomet taper sleeve cat#650-1064 lot#2955104, biomet head cat#650-1057 lot#2955098, biomet liner cat#010000817 lot#6354149. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent primary left tha. Subsequently, the patient was admitted to the hospital approximately 2 months post implantation due to infection where patient underwent a two-stage revision secondary to the presence of (B)(6). Attempts have been made and additional information on the reported event is unavailable at this time.